Event description:
Healthcare provider reported unknown side capsular contracture grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on (B)(6) 2023. Whit lot number 3267760 and catalog n-ssm485. Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.